Manufacturer narrative:
This report is submitted on february 08, 2018, (B)(4).

Event description:
It was reported the patient experienced discomfort with device resulting in non-use of the device. The patient was treated with antibiotics (type not reported). Subsequently, the abutment was removed under a general anaesthetic on (B)(6) 2018.